Event description:
The device was applied during bowel surgery. Reportedly, the staples did not form properly. The hosp has reported that no pt injury occurred. The surgeon used another stapler.

Manufacturer narrative:
9/24/96-corrected information submitted for b-3, b-4, f-6 and f-8. Additional information submitted for d-9. Device evaluation indicated and codes entered in h-3 and h-6.